Manufacturer narrative:
The service engineer inspected the device and replaced the panel board. The unit passed all testing and operates within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance, the ht50 ventilator power off alarm was not functioning as intended. Reportedly, the ventilator was running on direct current (dc) power when the ventilator was powered off and there was no dual alarm. The ventilator was not in use on a patient at the time of the reported event.